Manufacturer narrative:
On 14-dec-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, leak test, microscopic examination and thickness measurement of the returned device. Visual analysis of the returned sample revealed no apparent damage or anomalies. Leak testing was performed in accordance with mentor procedures and a tear at the juncture patch of the device was identified. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-jan-2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two unspecified gel breast implants (left size: 280cc, right size: 350cc). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-nov-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female patient underwent a primary breast augmentation with two 225cc mentor smooth round moderate plus profile prostheses and experienced bilateral deflation postoperatively. The patient woke up and noticed the bilateral deflation on (B)(6) 2021. The patient stated that the left breast appeared to be more deflated than the right breast. The patient had a consultation with a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 28-oct-2021, mentor received additional information regarding the revision surgery. The patient underwent removal and replacement with non-mentor breast implants. Manufacturer's reference number: (B)(4).